Event description:
It was reported by the caller that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions by tandem technical support to perform a system check, but no issues were identified. The customer replaced pump supplies as necessary and resumed insulin therapy.